Event description:
It was further reported the implantable cardioverter defibrillator (ICD) was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for possible atrial fibrillation (af) with rapid ventricular response (rvr), which was detected as ventricular tachycardia/ventricular fibrillation (vt/vf). In addition, there was intermittent undersensing noted on the ventricular channel. The implantable cardioverter defibrillator (ICD) was reprogrammed. The ICD and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.